Manufacturer narrative:
Continued e1 (phone no.): (B)(6). The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported unknown side "late-onset seroma, the amount is about 30 to 60 cc, confirmed on the back wall side of the pocket", "bia-alcl was also suspected and examined, but all cases were negative". The device status is unknown.